Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included dysfunctional uterine bleeding and pelvic pain female. Concurrent conditions included hepatitis c and uterine bleeding. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and headache ("headache"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia and migraine was resolving and the dyspareunia, pelvic pain and headache outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: 1. Essure device again seen. 2. Nabothian cyst. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dyspareunia, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received- new events: pelvic pain, headache, plaintiff did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and pelvic pain female. Concurrent conditions included hepatitis c and uterine bleeding. On (B)(6) 2003, the patient had essure (ess205) inserted. In february 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia and migraine was resolving and the dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2003/(B)(6) 2003 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: 1. Essure device again seen. 2. Nabothian cyst. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dyspareunia, vaginal bleeding, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : incident category updated. Reporter information, patient details, product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- - vaginal haemorrhage, menorrhagia, migraine, dyspareunia, abdominal pain. Medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.